Event description:
It was reported that the insulin pump had physical damage. Customer stated the screen and case on the insulin pump was cracked. Customer stated the insulin pump fell out of his pocket. Troubleshooting was done. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump was received with cracked and bleeding on lcd glass, cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.